Event description:
Please refer importer report #: (B)(4) .

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional info will be provided following the conclusion of the investigation.